Event description:
Customer reports, during daily test, the device dumped its charge prior to completing the charge cycle. No reported pt involvement. Service rep unable to duplicate reported condition.